Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that over the past 24 hours, she has been having a lot of problems with her reservoirs. Customer's blood glucose was 444 mg/dl. Customer stated that the alarm occurred previously and occurred during manual prime. Customer stated that the no delivery alarm is recurring and the issue has not been resolved. Customer stated that the insulin did not exit during a manual plunger push. Customer stated that they would like to continue troubleshooting beginning with a new set and current reservoir. Customer stated that the insulin did exit the tubing. Customer was advised to return the infusion set.